Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a low shock impedance measurement on this right ventricular (rv) lead while attempting to deliver a shock. In addition, a fault message was displayed of a possible device malfunction and remote monitoring was disabled. Boston scientific technical services (ts) was contacted for technical assistance. A ts consultant discussed that the faults were triggered by the low shock impedance measurement and that the patient should be brought in for a follow-up. No adverse patient effects were reported. Additional information was reported that the patient with this ICD and lead died on the same day when the out of range shock impedance and fault measurements were displayed. The cause of death was due to apoplectic stroke. The physician reported that the stroke was not a result of a device malfunction; however, the patient's heart was not in good condition.

Manufacturer narrative:
The ICD and lead will not be explanted to be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.